Event description:
It was reported that a scheduled transmission review showed multiple atrial tachy response (atr) episodes with noise. Technical services (ts) further review of the most recent electrograms (egms) showed atr due to noise attributing to oversensing. Ts provided troubleshooting and programming recommendations. All other lead measurements were stable along with the battery status. At this time, the pacemaker and lead remain in-service. No further actions were taken for the device. No adverse patient effects were reported.

Event description:
It was reported that a scheduled transmission review showed multiple atrial tachy response (atr) episodes with noise. Technical services (ts) further review of the most recent electrograms (egms) showed atr due to noise attributing to oversensing. Ts provided troubleshooting and programming recommendations. All other lead measurements were stable along with the battery status. At this time, the pacemaker and lead remain in-service. No adverse patient effects were reported.